Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient alert triggered, and the patient went to the hospital as a result. The physician observed what was suspected to be a false alarm due to problems at the connector port, and increased oversensing and noise was seen when the patient's arm was moved. A pocket revision was later performed, and it was found that the silicon on the setscrew was broken. The right ventricular (rv) lead was extracted from the device, and tested using the analyzer, indicating that the lead was functioning normally. The lead was reconnected to the device, but it was not possible to connect the setscrew, as it was constantly turning. The setscrew was replaced, and the lead was connected successfully. The device remains in use, and will continue to be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.